Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurred vision, halos, glare. Hence the lens was replaced with monofocal lens in a secondary procedure. The clinical reason for explant was subjective visual disturbance with best corrected va 20/40.

Manufacturer narrative:
The product was returned. The iol was damaged and this damage was not mentioned by the customer. Iol returned in an unknown sample container. A significant amount of solution is dried on the iol. Both haptics are intact. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint. The returned sample has a significant amount of solution is dried on the iol. The product was subject to handling as the reported complaint was highlighted post implantation. All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).